Event description:
It was reported that during a surgery, the clips from a clip applier were crossing and not securing tissue. Another clip applier was used to complete the procedure.

Manufacturer narrative:
Final investigation showed that the clip applier was able to properly load, fire and pinch. The customer complaint could not be duplicated.